Event description:
Operating room custom pack manufactured by avid, sold via medical action, containing kimberly clark drapes. Kc xl drape 135 100" x 76" had appeared as if the drape was melted, on the edges, after it was folded. This was an ortho split pack cat number: umdn005-03, lot number 887479. Date of MFR- 04/01/2013. This is the second pack we received with a 'melted' drape in it. Operating table had to be broken down which delayed surgery. Reference number: (B)(4). Date of use: (B)(6) 2013. Reason for use: ortho surgery.